Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 4601. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg 3/14/2024. One device was returned for evaluation. Visual inspection revealed downstream occlusion (dso) seal degradation. The event history log was reviewed and functional testing was able to replicate the reported issue. The root cause was determined to be fluid ingression found on the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.